Event description:
Two kugel patches were installed in me for hernia solutions by dr. At medical center. I went to the emergency room there in 2007 with severe pain, which was diagnosed as non-life-threatening. I was referred to surgeon on-staff, who is moving his offices to a location nearby. Doctor told me I have a "returned" hernia, and a follow-up surgery poses risks to nerves and testicles, among other things. I noticed hernia pain months after my surgery, and the business manager for doctor told me then, and several times since then, that he will not discuss this issue with me unless I pay him. As a third-generation newspaper editor and publisher who has investigated many consumer complaints, I found that response insidious. I fear that, although the mesh used on me is not part of the recall....maybe it should be. I and an insurance company paid for a surgery that didn't work....and I need help for my current pain....I would rate a 10 on a scale of 1 -lowest- to 10. Your prompt attention would be appreciated, and you have my permission to immediately contact the physicians and hospital mentioned above for complete details, including my medical history. Dates of use: #1 2005 - 2007 #2 2005 - 2007. Diagnosis: #1 hernia surgery #2 hernia surgery. Event abated after use stopped: #1 no #2 no.

Event description:
I had hernia surgery in 2005. The surgeon used two kugel mesh patches, and I think they should be recalled. I am having severe pain . I went to centerpoint ER may 25 and then to another surgeon the next day. He says I need surgery, but can't say yet whether the patch is the cause. I tried to use your report form earlier and I just got this notification back. Help me! I received a description of the patches that need to be investigated: below is the info that you have requested related to the mesh implants that were used in 2005. Lot# 43hod196, lot 43jod226. We will continue to work with you to try to get the medical care that you need. I would advise that if you are having severe symptoms that you seek medical care immediately. Your well being is of most importance to us. We can always work with you related to your concern with dr after you have received the care that you need. The surgeon who installed the mesh patch, dr will not discuss my pain unless I agree to pay him again. I find that insidious and a red flag that should prompt your attention. I'm a journalist and investigated complaints like mine before. Now I need help.